Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the set screw was unable to be located when connecting a new lead to the device. The silicon insulation of the screw was removed in order to successfully located and secure the screw into the epoxy header. The patient was stable following the procedure.